Manufacturer narrative:
E: (B)(6) hospital.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an alarm: risk of co2 rebreathing. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The authorized service provider (asp) has been dispatched to site to check the event log, patient circuit for blockage and perform self-test. Investigation is ongoing.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered flow sensor assembly replacement aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.